Event description:
Backrest pivot bolt failure. The pt fell out of wheelchair backwards. The pt was hospitalized briefly and discharged. According to his attorney, it is unclear if the hospitalization related to the fall or to his recent spinal cord injury.